Event description:
It was reported that a smiths medical pump alarmed "no disposable- clamp tubing. The alarm was silenced, setting were reviewed and powered pump off. The clamp was close and cassette was removed. They gently tapped cassette and massaged line to disperse air bubbles in the line. They replaced cassette and powered pump on but the pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. Medication name: fluorouracil. Pump settings: resvol- 10.4 ml, rate- 2.1 ml/hr, given- 104.60 ml, no further information available.